Event description:
It was reported that the customer was admitted to the emergency room for high blood glucose. It was also stated that cannula is bent sometimes. Troubleshooting was not performed at the time of call.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.